Manufacturer narrative:
The insulin pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify low battery alarm, weak battery alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call of issues with their insulin pump. The son states the customer's pump had blank display and audio anomaly. The customer's blood glucose level was 300mg/dl. The customer's levels had been as low as 45mg/dl. The customer treated the lows with food. The customer declined to troubleshoot for the lows. The customer was advised the pump would be replaced and returned for analysis.